Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the doctor experienced multiple vloc failures during a laparoscopic myomectomy, the needle kept on coming off from the suture strand. There were no patient injuries, no extra time, apart from getting a vloc that didn't break off and the patient wasn't injured in any way. Follow up with the account revealed that all issues were experienced during 1 procedure on 1 patient, there was no tissue damage, or x-ray needed and nothing was left in the patient however, it was reported that a transfusion was needed and there was 2.5 liters of blood loss with extended or time. Further follow up with the account confirmed that there was 2.5 liters of blood however it was also reported that there was already blood loss due to the procedure itself and a response as to the extent to which the device may have played was not provided.